Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during routine surveillance culturing test by the facility, the biopsy, suction and air/water channels of the subject device tested positive for pseudomonas aeruginosa (300cfu/100ml). The subject device had been reprocessed using a non- olympus automated endoscope reprocessor (soluscope) with peracetic acid. The forceps elevator was replaced in (B)(6) 2016 according to an olympus field corrective action. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the suction channel tested positive for bacillus spp mesophiles (3cfu/100ml) but the testing result cleared (B)(4) guideline. The operation and air/water channels for the testing indicated no microbial growth.